Event description:
The report stated that during the pre-operation check-out, the temperature would not go below 40 degrees although chilled water was being circulated. Another needle was used but the same thing occurred. Another generator was used and then the temperature was displayed properly. There was no patient impact.

Manufacturer narrative:
Date of initial report : 07/15/2008. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.